Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted; one in the lad and one in the cx. An angiographic complication of lateral branch occlusion occurred during the implant of the stent in the cx on the day of the index procedure.